Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and inappropriate capture with diagnostic imaging a dislodgement was confirmed on the atrial (ra) lead. On (B)(6) 2023, the physician elected to reposition the ra lead. The patient was in stable condition.